Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of the transmission showed the implantable cardioverter defibrillator (ICD) had a telemetry disconnection. The ICD underwent a cyber security update and the issue was resolved. The patient was stable.